Event description:
It was reported that an uneventful novasure endometrial ablation was done on (B) (6) 2010. On post hysteroscopy the physician reported everything looked fine. Post ablation, the pt complained of vaginal pain and visited another physician on (B) (6) 2010. Upon examination, he found a "3cm superficial burn" in the posterior vaginal wall. The burn was treated with lidocaine gel, oral antibiotics for prophylaxis (the site was not infected), and premarin (estrogen) cream to maximize healing. This physician does not expect the pt to return for follow-up.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as a lot and serial numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B) (4)